Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment for peritonitis included injections of amikacin 500 milligrams (stat dose) and 100 mg once daily (routes of administration not reported). And vancomycin 1 gram stat dose (route of administration not reported). On an unreported date, the patient's fluid was clear, the antibiotics were stopped and the patient was recovered from the peritonitis. The action taken with dianeal therapy was not reported. Additional information is not available at this time.